Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing, however the insulin pump rewound properly during motor rewind. No rewind anomaly noted. Unable to perform occlusion, the excessive no delivery, unexpected restart test and self-test due to constant motor error alarm during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. The pump was received with scratched lcd window, crack reservoir tube lip, and crack reservoir tube near reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump's settings were cleared and they received a motor error alarm. The customer had issues rewinding in the past. Customer's blood glucose level was 576 mg/dl. The customer had not treated his blood glucose level. The insulin pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.